Event description:
It was reported that the patient was hospitalized for several days due to pneumonia and diabetic ketoacidosis. During her stay at the hospital she had a seizure in the middle of the night and had passed away immediately afterwards due to a brain hemorrhage. There was no further

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction could have contributed to the patient's death. Qualification records were reviewed and the product lot met all acceptance criteria.